Event description:
No waveform seen - all equipment used with the monitoring kit was replaced and several monitoring kits were used on this pt. Before a reading could be obtained. Packaging not available - pt is positive for hepatitis b and c. No pressure monitoring kits were saved to mail back to company.